Event description:
It was reported that during the pulmonary vein isolation procedure with pulsed field ablation to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician inserted the faradrive steerable sheath clear and prepared the farawave catheter. After inserting the catheter into the faradrive steerable sheath clear, the distal end of the catheter was visible in the transparent section of the faradrive steerable sheath clear. The physician aspirated the sheath with a 20 cc syringe and observed many air bubbles. A second aspiration also showed air bubbles. The catheter was removed, and aspiration of the faradrive steerable sheath clear alone showed no air bubbles. After reinserting the catheter, two additional aspirations again produced many air bubbles. The faradrive steerable sheath clear was leaking. The procedure was completed with a new faradrive steerable sheath clear. No patient complications occurred. The product has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Analysis of the returned sheath found the external valve was torn by its center slit, which can compromise the valves ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath.

Event description:
It was reported that during the pulmonary vein isolation procedure with pulsed field ablation to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician inserted the faradrive steerable sheath clear and prepared the farawave catheter. After inserting the catheter into the faradrive steerable sheath clear, the distal end of the catheter was visible in the transparent section of the faradrive steerable sheath clear. The physician aspirated the sheath with a 20 cc syringe and observed many air bubbles. A second aspiration also showed air bubbles. The catheter was removed, and aspiration of the faradrive steerable sheath clear alone showed no air bubbles. After reinserting the catheter, two additional aspirations again produced many air bubbles. The faradrive steerable sheath clear was leaking. The procedure was completed with a new faradrive steerable sheath clear. No patient complications occurred.